Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use when the syringe is connected to pump there is leakage with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the syringes leak when placed on the alaris pump. The 3ml bd IV syringes leaking when placed on alaris pump for infusion. Use in neonates could lead to significant under dosing. Customer response: how many times has the incident occurred? 5-10 days. If more than once, what are the dates? Between may to august 2019 based on our knowledge. Where is the syringe leaking? From lure lock area. Was there serious injury? None known to us. Were there erroneous results? Yes. Did the course of treatment change? Extra doses were given for missed ones. Was there exposure to blood or bodily fluid? Unknown to us. Were any other actions taken? Stopped using the 3ml syringes, reported to bd and FDA. Are samples available for evaluation? Samples were given to bd representative.

Manufacturer narrative:
The initial reporter also notified the FDA on 13 august, 2019. Medwatch report # mw5088533. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use when the syringe is connected to pump there is leakage with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that the syringes leak when placed on the alaris pump. The 3 ml bd IV syringes leaking when placed on alaris pump for infusion. Use in neonates could lead to significant under dosing. Customer response: how many times has the incident occurred? 5-10 days. If more than once, what are the dates? Between may to august 2019 based on our knowledge. Where is the syringe leaking? From lure lock area. Was there serious injury? None known to us. Were there erroneous results? Yes. Did the course of treatment change? Extra doses were given for missed ones. Was there exposure to blood or bodily fluid? Unknown to us. Were any other actions taken? Stopped using the 3 ml syringes, reported to bd and FDA. Are samples available for evaluation? Samples were given to bd representative.